Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test and self test. However, unit failed sleep current measurement, active current measurement and detail trace displays charge, battery lasts less than expected. Unit was properly tested with test electrical board and failed sleep current measurement. Unit was properly tested with test electrical board and passed sleep current measurement. Battery, power anomaly problem is isolated to electrical board. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had battery errors and replace battery alarm. Customer received a low battery alert and battery failed alarm. Customer stated that the battery life diminished no harm requiring medical intervention was reported. The insulin pump was returned for analysis.